Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd luer-lok¿ tip syringes' barrel diameters were out of specification. The following information was provided by the initial reporter: it seems that the diameter has changed if we compare samples from 2015 and samples from 2022.

Manufacturer narrative:
After further review, this was found to be a non-reportable event. General dissatisfaction of the product does not impact the intended use of the device which would not lead to harm or serious injury to the clinician or patient. Therefore, this MDR will be cancelled.

Event description:
It was reported that an unspecified number of bd luer-lok¿ tip syringes' barrel diameters were out of specification. The following information was provided by the initial reporter: "it seems that the diameter has changed if we compare samples from 2015 and samples from 2022.".